Event description:
Female patient with multiple left hemorrhagic ovarian cysts to or for laparoscopic left oophorectomy. Physician wanted to use the gyrus "halo" handpiece for cautery. The handpiece was handed off the sterile field and circulating nurse hooked it up to the gyrus machine. The machine detected the handpiece and went to the automoatic setting. When physician tried to use it on tissue, it made the appropriate sound but here was no cauterization of the tissue. Physician tried a couple of times regrasping tissue with no change. Circulating nurse tried plugging into both port a and port b both would detect the handpiece and apply the automatic setting but we could not cauterize tissue. We ended up opening a ligasure handpiece which doctor was able to use for the procedure. The halo handpiece was removed from the field. The gyrus machine was taken by clinical engineering so they could check it and make sure it was not malfunctioning. After they were done checking the machine they said that there are not any issues with the actual machine.(the patient tolerated the procedure well. Sponge, lap, needle and instrument counts were correct at the end of the procedure. The patient was taken to recovery room in good condition).